Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced chronic pain both abdominally and vaginally, recurrence of stress urinary incontinence, severe tenderness, frequent urination, infections, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number . In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.